Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the lot number, m7198a503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. All information reasonably known as of 23oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that "the registered nurse (rn) was performing oral care on a patient using the halyard suction swab pack. During care, the patient bit down on the swab and as the rn tried to pull the swab out, a small plastic piece from inside the foam broke off into patients mouth. The rn attempted to retrieve the small plastic when it was visible but patient clamped down and moved his tongue. The piece was no longer visible so this rn attempted to suction it out with the yankauer unsuccessfully. The patient was finally able to cough out the object." No additional information was provided.